Event description:
On (B)(4) 2012, customer reported that there was a clear leak underneath the lh750 instrument and an odor, similar to the retic clearing reagent, was noted. Customer stated that high retic backgrounds also occured. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, and the customer was able to find a loose retic clearing reagent line. Customer properly attached the line and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).